Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. B6: relevant tests/laboratory data,inclu- correction. H2: type of follow up- correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The patient reported glucose readings of 39 mg/dl and 150 mg/dl but did not clarify which values correspond to cgm or bg measurements. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).